Event description:
The customer complained that the charge pak and attention icons are displayed indicating that the internal battery has become depleted and the device has never been used. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.